Manufacturer narrative:
(B)(4).

Event description:
The customer reports the dilator tip split during insertion.

Event description:
The customer reports the dilator tip split during insertion.

Manufacturer narrative:
(B)(4). The customer returned an opened cs-27702-e set containing various components including a dilator for evaluation. The dilator was returned in a separate bag from the rest of the components. Visual examination of the dilator revealed that the material on either side of the tip of the dilator was deformed/damaged. The tip of the dilator is split in two locations around the circumference of the tip and a portion of the tip material is folded back. The cracks in the tip contain white discoloration, indicating stress. Dried blood was observed within the tip of the dilator, indicating it had been used. The dilator body length and outer diameter were measured and were found to be within specification. The dilator tip inner diameter could not be measured accurately due to the damage. A device history record review was performed on the dilator and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product instructs the user to "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide" prior to dilator insertion. The customer did not state whether or not the scalpel was used. The reported complaint of the dilator tip damaged during use was confirmed by complaint investigation. The tip of the returned dilator was cracked and the material was folded back. The dilator tip contained discoloration at the cracks, indicating stress. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the condition of the sample received and the customer report that the damage was observed during use , it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.